Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump alarm multiple times during normal use. Blood glucose level at the time of the incident was 269 mg/dl. The customer stated that the insulin pump in last two days stopped working and was unable to deliver insulin four times. The customer stated they came home and changed everything. The customer stated that after troubleshooting, the insulin pump worked until about 3am and then the alarm came on again and the same alarm occurred. The insulin pump was changed and stopped again this morning before work and again at work. So it stops, the customer stated the alarm clears and then insulin pump works and then stops again. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm or no reservoir alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.